Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were observed throughout the sample. Two splits were observed between the 36cm and 37cm depth markings (approximately 5cm from the connector). An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned split. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the splits. Microscopic inspection of the splits revealed sharply defined fracture edges. One split exhibited missing material. The splits occurred near each other, on the same circumferential plane. The split edges were partially granular and partially coarsely striated. Deformation was observed in the vicinity of the splits. The split characteristics and relative positions were consistent with damage caused by a traumatic grasping instrument such as forceps or hemostats. Location of the damaged region suggested that catheter maintenance/dressing change technique may have contributed to the damage. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that due to the mid- and long-term infusion needs, the patient underwent PICC catheterization guided by b-ultrasound on the upper arm on (B)(6) 2018. The catheter was placed inside 36 cm, with an exposure of 5 cm, and the x-ray examination with catheter tip being at the t7 level and was used normally. Maintenance on june 26, 2018 showed no significant symptoms. Exudation was found at the puncture site during the dressing change on june 26, 2018 and the catheter is out for 2cm, that is, built-in with 34cm, with an exposure of 7cm. A little red can be seen at the puncture site and clear liquid outflow can be seen. After sterile disinfection, apply the skin around the puncture site with 3m liquid dressing and cover with alginate dressing and sterile film. Exudation was also found during the infusion on (B)(6) 2018. After removing the film, the saline was connected to the catheter for rinsing the catheter and the evident exudation was found at the junction of the catheter and the skin. Careful attention was paid to the catheter during re-rinsing the catheter and it was found that the catheter was broken. The infusion type of the patient was assessed and the catheter was removed. No reported patient injury.